Event description:
The MFR rec'd an explanted infusion pump from a mortuary with documentation that the pt expired. The returned pump was programmed to deliver morphine 0.5mg/dl @ 1mg/day via simple continuous infusion. Add'l info has been requested from the health care provider and a follow up report will be sent if new info is rec'd.

Manufacturer narrative:
Final device analysis revealed: normal device function - no anomaly found.